Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. A replacement charging system was sent to the patient, which did not resolve the issue. Follow-up information revealed the sjm representative met with the patient and was also unable to establish communication between the patient's ipg and her external devices or using additional external devices. The patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced. The patient reported effective stimulation therapy postoperative and the issue is now resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.